Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft, collar, and tip were microscopically examined. There was blood inside the device. The shaft was partially detached/separated at the collar. The polytetrafluoroethylene was still attached and keeping the collar attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that the device was unable to cross the lesion. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, target lesion was pre dilated with an unspecified balloon catheter. However, guidezilla was unable to cross the lesion which caused stents not to be deployed. No patient complications were reported and the patient's status was good. However, device analysis revealed that the shaft was partially detached/ separated at the collar.